Event description:
It was reported when the flex-arm was brought up for use during a lumbar discectomy it was noticed that the ball joint portion would not tighten to become rigid. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.